Event description:
It was reported that they have a patient that was rewarming on the arctic sun device. Nurse stated that they began rewarming around 10 am, however they have changed the settings a few times. The most recent change to settings was made about an hour ago. The current target temperature was 36.8c, patient temperature 33.2c and water flow rate was 3.2 l/min. Nurse stated that the water temperature was in the 30's and now the water temperature was 25c. Also stated that wanting to know if the water should be warmer. Mis confirmed with nurse they have the xx small pads connected with adequate skin coverage, the patient was 20kg. They were using a foley temperature probe. Mis walked nurse through accessing event log, the device had an alarm 11 (patient temperature 1 below low patient alert) recently, no other alarms. Nurse confirmed their rewarming settings were currently set to rewarm patient from 33c at a rate of 0.5c/hour to target temperature of 36.8c. Nurse was unsure of the patient starting temperature when they began rewarming, nurse was not the primary nurse. Nurse states when they began rewarming, they started a new patient therapy so they could not see the data. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 32.2c, outlet control temperature (t2) was 32.3c, inlet temperature (t3) was 30.1c, chiller temperature (t4) was 4.9c, circulation pump command was 68 percentage, mixing pump command was 0 percentage, heater command was 41 percentage, water reservoir limit was 3, system hours were 373 and pump hours were 223. Nurse confirmed patient was not showing any signs of heat generation, no micro shivering, and no medications given. Nurse stated that the water temperature was increasing to 33.8c. Nurse stated that when initially walked into the patient room, the trend indicator had two arrows pointing up, and then nurse noticed the water temperature drop. Now there was one arrow pointing up on the trend indicator. Mis explained the device appears to be working appropriately. The trend indicator arrows pointing up explained the patient temperature was expected to increase. Mis discussed the device might have detected heat generation or the patient rewarming too quickly and the water temperature decreased in response. Mis informed nurse even though the patient was rewarming, the water temperature might not be the warmest possible, it would fluctuate as needed. By the end of the call, the water temperature was 34.7c. Nurse would monitor patient and call back if they have an issue rewarming. Second call warming patient to target temperature was 36.8c. Esophageal and temperature sensing foley probes in place for therapy. Physician ordered nurse to swap out to esophageal probe as primary source for patient temperature input. After that the patient temperature dropped in the last hour from 34.4c to 34c. Patient temperature now 34.2c, target temperature was 36.8c, water temperature was 34.1c and water flow rate was 3.1 l/m. Size xs pads in place. Verified rewarm rate set to 0.5c/hr. Trend shows 3 bars trending upward. Mis explained device appears to be working appropriately and responding to drop in patient temperature. Water temperature still increasing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they have a patient that was rewarming on the arctic sun device. Nurse stated that they began rewarming around 10 am, however they have changed the settings a few times. The most recent change to settings was made about an hour ago. The current target temperature was 36.8c, patient temperature 33.2c and water flow rate was 3.2 l/min. Nurse stated that the water temperature was in the 30's and now the water temperature was 25c. Also stated that wanting to know if the water should be warmer. Mis confirmed with nurse they have the xx small pads connected with adequate skin coverage, the patient was 20kg. They were using a foley temperature probe. Mis walked nurse through accessing event log, the device had an alarm 11 (patient temperature 1 below low patient alert) recently (pr# (B)(4)), no other alarms. Nurse confirmed their rewarming settings were currently set to rewarm patient from 33c at a rate of 0.5c/hour to target temperature of 36.8c. Nurse was unsure of the patient starting temperature when they began rewarming, nurse was not the primary nurse. Nurse states when they began rewarming, they started a new patient therapy so they could not see the data. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 32.2c, outlet control temperature (t2) was 32.3c, inlet temperature (t3) was 30.1c, chiller temperature (t4) was 4.9c, circulation pump command was 68 percentage, mixing pump command was 0 percentage, heater command was 41 percentage, water reservoir limit was 3, system hours were 373 and pump hours were 223. Nurse confirmed patient was not showing any signs of heat generation, no micro shivering, and no medications given. Nurse stated that the water temperature was increasing to 33.8c. Nurse stated that when initially walked into the patient room, the trend indicator had two arrows pointing up, and then nurse noticed the water temperature drop. Now there was one arrow pointing up on the trend indicator. Mis explained the device appears to be working appropriately. The trend indicator arrows pointing up explained the patient temperature was expected to increase. Mis discussed the device might have detected heat generation or the patient rewarming too quickly and the water temperature decreased in response. Mis informed nurse even though the patient was rewarming, the water temperature might not be the warmest possible, it would fluctuate as needed. By the end of the call, the water temperature was 34.7c. Nurse would monitor patient and call back if they have an issue rewarming. Second call warming patient to target temperature was 36.8c. Esophageal and temperature sensing foley probes in place for therapy. Physician ordered nurse to swap out to esophageal probe as primary source for patient temperature input. After that the patient temperature dropped in the last hour from 34.4c to 34c. Patient temperature now 34.2c, target temperature was 36.8c, water temperature was 34.1c and water flow rate was 3.1 l/m. Size xs pads in place. Verified rewarm rate set to 0.5c/hr. Trend shows 3 bars trending upward. Mis explained device appears to be working appropriately and responding to drop in patient temperature. Water temperature still increasing.